Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive was formatted and software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer alleged mixed and mismatched pt data. There was no report of a pt injury.